Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a smart remote manager issue. A field service engineer reinstalled a smart remote manager on a new fridge and checked all the connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a smart remote manager failure. The customer stated that the locking system needed to be repaired and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.